Manufacturer narrative:
Qn#(B)(4). The customer returned various components including a guide wire assembly, catheter, arrow raulerson syringe (ars), and introducer needle for evaluation. The guide wire contained significant signs of use in the form of biological material on the exterior of the wire. Visual examination revealed the distal end of the guide wire was bent and deformed. This damage is consistent with undue force being applied when introducing the guide wire. Visual examination of the other components did not reveal any defects or anomalies. The guide wire was deformed from 0-40 mm from the distal end. The total length of the guide wire measured to be 601 mm which is within specifications of 596-604 mm per product drawing. The outer diameter of the guide wire measured to be 0.800 mm which is within specifications of 0.788-0.826 mm per product drawing. The returned guide wire passed through the returned ars, needle, and catheter with minimal resistance. A manual tug test confirmed both welds were fully intact. A device history record review was performed with no relevant findings. The IFU provided with this kit warns the user, "do not cut spring-wire guide to alter length. Do not withdraw spring-wire guide against needle bevel to minimize the risk of possible severing or damaging of spring-wire guide." The customer report of a damaged guide wire was confirmed by complaint investigation of the returned sample. The guide wire was deformed at the distal end. The sample passed all relevant dimensional and functional testing, and a device history record review was performed with no relevant findings. Based on the condition of the sample received, unintentional user error (undue force) caused or contributed to this event. Teleflex will continue to monitor and trend for complaints of this nature.

Event description:
Md was performing the procedure according to IFU. When inserting swg (spring wire guide), it was kinking and could not pass anymore. A new device was used to complete the procedure.

Manufacturer narrative:
Qn#: (B)(4).

Event description:
Md was performing the procedure according to IFU. When inserting swg (spring wire guide), it was kinking and could not pass anymore. A new device was used to complete the procedure.